Event description:
Obtained permanent sterilization with product/device essure in (B)(6) 2014. Today (B)(6) 2016 a year and 3 months later, obtained positive result for pregnancy and confirmed it with an ultrasound of a viable fetus. I do know that this procedure is being reviewed by FDA for several complaints. I just want to add my testimony on how non-effective the product is. It should not be advertised as a 99% effective since many studies have been formulated by different researches (information obtained via internet from different researches from different universities) and conclusion has determined that 57 out of 1000 women have been pregnant with this procedure vs tubal ligation with a rate of 1 out of 1000. This product continues to be promoted as 99% effective and although no form of contraceptive is 100% effective, essure is very much less effective that any other permanent sterilization procedures out in the market. Please add my testimony for your current review of this essure device for the possibility to be taken out of market.